Event description:
This lv lead was implanted on (B)(6) 2010 and remains implanted. A call received stating that this lv lead threshold was high. The physician was dr. (B)(6) at (B)(6) in (B)(6), mi. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).